Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/20/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6592-06-30 passport button cannula had an issue. The cannula insertion part broke during use in an unspecified procedure on (B)(6) 2023. No piece broke off inside the patient. The procedure was completed successfully. This occurred during use with no patient harm. Additional information has been requested. On 10/2/2023, the arthrex subsidiary employee provided the following information via email: this occurred during a meniscal repair procedure. The complaint device broke during surgery inside the patient. The surgeon could not retrieve all fragments, and part of the product remained in the patient. A new ar-6592-06-30 passport button cannula with an unknown lot number was used to complete the procedure. The complaint device was available for return.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6592-06-30arthrex passport button cannula¿, 6 mm x 3 cm batch 15103147 was received for evaluation. The visual evaluation reveals that the outer flange was broken off. The most likely cause for the reported failure is a user error mishandling the device.